Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5071-53 x2, leads, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and transvenous leads (right atrial and ventricular leads) were explanted due to a systemic bacteremia infection. No further patient complications have been reported as a result of this event.